Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the ptfe coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to bunching of the stripped stylet, ptfe coating and inner coil. The reported difficulty in removing the stylet from the left ventricular lead was confirmed. Abbott is continuing to monitor this issue.

Event description:
During the implant procedure, the stylet could not be removed from the left ventricular (lv) lead. The lead was explanted and replaced and the patient was stable with no consequences.